Event description:
A report was received that a patient was explanted due to the ipg poking through the skin. The ipg was explanted per the patient's request as the patient was not using or charging the ipg. The patient is reportedly doing fine.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.